Manufacturer narrative:
The complaint catheter failed due to break of the catheter body tubing at the overmolded juncture hub. The catheter is reported to have been indwelling for 43 days when it broke during a routine dressing change. Review of the break planes indicate that the catheter broke because it was stretched beyond its tensile strength limit. Dressing materials returned with the catheter are elastic and not recommended for this application. A full complaint report has been sent to the customer. Based on the investigation, it is reasonable to conclude that the cause of failure is not related to the manufacture of the device. No further action will be taken at this time.

Event description:
Reportedly, as the rn was completing the dressing change, the PICC line broke in two.